Manufacturer narrative:
Per the reported event, it was determined that the device was unplugged during the surgery. The system was plugged in and the issue was resolved with no impact to the patient.

Event description:
A site representative reported that while navigating during a case, the probes stopped tracking and displayed a communication error. It was determined that the axiem box was unplugged. They plugged in the system and the surgeon re-verified instrument accuracy. The case was completed using the stealthstation with no impact on the patient outcome.